Manufacturer narrative:
The investigation determined that two non-reproducible, higher than expected vitros troponin I results were obtained from troponin-I free patient samples run on a vitros eci immunodiagnostic system. Root cause for the higher than expected results was most likely instrument related as multiple service actions and repairs were performed before and after the event. Additionally, the possibility that unexpected vitros troponin I es reagent performances had contributed to the results could not be ruled out as the customer's calculated standard deviation for the their running results of their lowest quality control material was greater than expected.

Event description:
An ortho clinical diagnostics field engineer observed two non-reproducible higher than expected vitros troponin I es results during two vitros troponin I es precision tests using troponin-I free patient samples on a vitros eci immunodiagnostic system. Two results of 0.161 ng/ml vs < 0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if they were to occur undetected. The results were not reported to a clinician and no allegations of patient harm were made as a result of the events. (B)(4).